Event description:
Boston scientific received information that this patient's spouse called to report this patient's leads fused together and shorted out. The caller stated the system was removed and an entire new system was implanted.

Manufacturer narrative:
A sales represntative in this patient's territory was contacted and was unable to provide any further information about this incident. Should additional information become available, this event would be updated.